Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device reached elective replacement indicator within five years. It was suspected that high battery impedance attributed to the early depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.